Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' husband reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 420 mg/dl. . They did not mention any treatment and symptom related to high blood glucose level. They also reported that the insulin pump had motor error. They also reported that they were unable to exit the preparing to prime loop. Troubleshooting was performed and they stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or prime/fill anomalies due to motor error alarms.